Event description:
The end user alleges while driving down her driveway, the scooter would not stop causing her to hit a curb and fall off the scooter. She sustained a closed head wound.

Manufacturer narrative:
H6: the scooter was inspected with no findings of anything wrong with the product. The product was taken apart and found to have no parts broken, worn or not functional. There was no product malfunction and the product did not cause the event.